Event description:
The customer reported that the system would not boot. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack and the charger board were replaced during the service call. The system was tested and found to be working as intended and put back into service.